Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip cover accessory for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. The tip cover accessory was retrieved. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip cover accessory, installed on the monopolar curved scissors (mcs) instrument, fell inside the patient. The tip cover accessory was retrieved, however, the customer converted to an open surgery. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: the customer stated that the reported issue occurred as the instrument was being removed from the trocar. It was confirmed that the customer converted to open surgery due to the tip cover accessory falling inside the patient. There was no delay in the surgical procedure. There was no patient injury or harm. Furthermore, the patient has not returned due to post-operative complications as of date of this report.